Event description:
It was reported at the user facility that the device would continue to run after it was turned off. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.